Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No a17 or a21 alarm during testing noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a battery change prompted him to rewind and re-prime with the insulin pump. Upon review of the alarm history, a signal too low alarm and unexpected restart error alarm were noted. The patient's blood glucose at the time of incident was 130 mg/dl. The nature of and possible causes of the alarms were explained. The insulin pump was returned and replaced.